Event description:
It was reported that on an unknown date, upon routine inspection and while restocking the instrument tray the consultant noticed that the t handle would not remain tight. There was no patient involvement. This report involves one (1) universal chuck with t-handle. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part #: 393.10-us lot #: 9724719 manufacturing site: werk hägendorf release to warehouse date: (B)(6) 2016 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Upon routine inspection while restocking the instrument tray the consultant noticed that the t handle was not keeping tight. The repair technician reported the device was missing the roll pin and the handle was bent. Missing parts is the reason for repair. The cause of the issue is unknown. Service and repairdoes not have the components to repair the device, so it is being scrapped per customer service. The item will be forwarded to customer quality. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. G1